Event description:
It was reported that the ventilator had an issue. Moreover, air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), air gas module was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can¿t be confirmed due the lack of logs. The returned gas module was tested in a ventilator. The issue that was reported has been successfully reproduced in the pre-use check (puc). The internal leakage test failed due to excessive leakage. It was established that the air gas modules inspiratory valve controller pcb, had a faulty component due to high temperature, which was the cause of the leakage test in the puc. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture.